Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 525 mg/dl. A correction bolus via the pump was delivered to address bg.